Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation of the customer samples was performed and the rubber sleeve was side-pierced by the non-patient needle. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use a bd vacutainer® adapter with luer adapter was found with ¿blood leaking from the connection of the butterfly needle.¿ there was no report of injury or medical intervention reported